Manufacturer narrative:
(B)(4): two ap x-rays of scoliosis fusion from about t3-t4. Later film shows loosening and separation of left l4 screw from the left rod. A review of device history records is not possible at this time without additional device info.

Event description:
It was reported that the x-rays revealed the rod came out of the pedicle screw at the lowest level of a posterior fixation construct. No pt complaint was reported. The revision surgery was performed approx one and half months post op. Four set screws were explanted and the rod was corrected back into its original position. The new set screws were used. No other pt complications were reported.